Manufacturer narrative:
The lot number is unknown, therefore no mre can be performed. Visual inspection: the cannulated connecting screw (p/n: 03.037.010, lot number: unknown) was received at us customer quality (cq). Visual inspection of the complaint device showed it was stuck and unable to be disassembled from the returned mating devices. No other issues were identified. Functional test: a functional assessment was performed on the complaint device and the two returned mating devices. The devices were unable to be disassembled from each other. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was unable to be performed due to inaccessibility of relevant component dimensions. Document/specification review: current revision was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device cannot be disassembled from the returned mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while the surgeon was implanting proximal femoral nailing system (tfna), when trying to drive the unknown helical blade to the tfna nail, it did not advance and pass the tfna nail. The surgeon could not back off the set screw or get the insertion handle off with the nail. There was a surgical delay of five (5) minutes. The procedure was completed successfully. This report involves one (1) cannulated connecting screw. This is report 3 of 3 for (B)(4).